Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: initial analysis during service and repair of the device found that the upper case was broken, the lower case was broken, two side bail covers were broken, the ring cover was broken, one side bail was missing, the ring was missing, the battery drawer was broken, the main printed circuit board (pcb) was out of electrical specification, the display was out of specification with the gasket seeping. Further analysis was performed on the main pcb. Visual inspection revealed no anomalies. Bench analysis found that one supercap failed in-circuit testing. After replacing the supercap the battery removal test passed. Conclusion: confirmed the battery removal failure caused by a capacitor component failure. (B)(4).